Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient reportedly experienced a skin flap infection. On (B)(6) 2017, the recipient was hospitalized. On (B)(6) 2017, the recipient underwent a hematoma clearance. The recipient was treated with antibiotics (B)(6) 2017, however, the infection did not resolve. On (B)(6) 2017, the recipient's device was explanted. The recipient was implanted on the contralateral side with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient was reportedly hospitalized from (B)(6), 2017. The recipient's infection has resolved.